Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information. Additional information was requested, the following was obtained:1. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: no information on this as the ot in charge of the surgery, after that post-op care done by another team 2. Did the needle fall into the patient? If so, please provide the following information: ans: no a. Were x-rays taken to locate the needle? Ans: n/a b. Was the needle piece removed from the patient during the same procedure? Ans: n/a c. Does the needle remain in the patient¿s tissue? Ans: n/a d. What tissue structure is it located? Size of the needle retained ans: n/a e. Are any plans in place to remove the needle piece in future? Ans: n/a f. If retained, what is the surgeon's opinion of consequences to the patient? Ans: n/a 3. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: the scrub nurse/ operation theatre sr that in charge of the cv unit. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device has been shipped to cg labs on 24 dec 2024 via fedex (B)(4). Note: there are total of 3 opened devices and 9 unopened representative samples from the same batch returned for investigation. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with two parked needle suture pieces was received for analysis. The product code 8702h is double-armed. Upon initial inspection of the returned sample, the swage and attachment area were noted as expected. During the inspection of the suture pieces, the ends were noted to be cut probability caused by a surgical instrument. Additionally, one suture was found crimping, and body fluids were observed in the two suture pieces. Per the conditions of the returned sample the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open box and nine representative unopened samples were received for analysis. Additionally, a photo was provided, and it showed the same condition of the received sample. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -was there any change in the patient¿s post-operative care due to the prolonged procedure? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? A. Does the needle remain in the patient¿s tissue? B. "What tissue structure is it located? Size of the needle retained c. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a CABG procedure in 2024 and suture was used. The surgeon experienced 3 sutures breakage when he is doing anastomosis. Two of the sutures detached from the swage, and another one suture snapped. The surgery delayed by 30 minutes due to the reported event. The nurse reported they were trying to look for the suture needle as it went missing. There were no adverse patient consequences reported. Additional information has been requested.